Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The following sample quality-related alarms occurred: abnormal aspiration, sample probe, and sample clot detection alarms. The field service engineer replaced the sippers, the nozzles, and the measuring cells. He also fixed the kinked tubing and replaced the seals. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The customer was having qc issues, but qc was acceptable before the sample was run. The field service engineer performed some adjustments to the module. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas e 801 module. Initial result: 2081 pg/ml. The physician questioned the initial result, and the sample was repeated. Repeat result: 1394 pg/ml. The repeat result was deemed to be correct.